Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states right motor will intermittently slow down, causing the chair to pull to the right.